Manufacturer narrative:
The dentist reported that the implant did not integrate with the bone and failed to osseointegrate. The device is yet to be returned for investigation. However, the DHR was reviewed based on the lot number provided and no discrepancies were noted in any of the processes involved in the manufacture of the implant. The patient is reported to be in satisfactory condition. A follow up report will be provided upon completion of the investigation. Failure to osseointegrate is a well known inherent risk of the implant procedure and is not caused by the implant itself. Also, no abnormalities were noted with the implant itself.

Event description:
The dentist reported that the implant failed to integrate with the bone. An update was received on 01/24/2017. The patient received an implant on (B)(6) 2016 at tooth#3. The implant failed to osseointegrate and was extracted on (B)(6) 2016. No abnormalities were noted with the implant itself. The patient was stated to be in satisfactory condition.

Manufacturer narrative:
Correection: section b b1: based on the information provided this complaint meets the classification of a malfunction and not a serious injury that was reported on the initial submission. Section d d4: unique identifier (UDI) number added as it was omitted from the initial submission. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be replicated and there were no nonconformities identified. Returned sample(s)/device inspected: the returned implants were visually inspected and verified to be an inclusive mini implant with o-ball 2.5 mmd x 13 mml implant. No defect or non-conformity was observed. Investigation methods/results: the returned part were inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implants were defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack to osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.